Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and discontinued. The physician performed a generator exchanged from the other side due to ventricular lead failure. Moreover, the right ventricular (rv) lead of the microport was fractured and when the ipsilateral subclavian vein was viewed to add a lead, it was occluded or obstructed. Hence, the planning of reusing this lead was not successful. Therefore, it was decided to add only the v lead from the other side and use the device in vvi mode. The disease was atrial fibrillation (af) brady with fixed af, so the additional v lead was necessary. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field f10 and h6: impact codes.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and discontinued. The physician performed a generator exchanged from the other side due to ventricular lead failure. Moreover, the right ventricular (rv) lead of the microport was fractured and when the ipsilateral subclavian vein was viewed to add a lead, it was occluded or obstructed. Hence, the planning of reusing this lead was not successful. Therefore, it was decided to add only the v lead from the other side and use the device in vvi mode. The disease was af brady with fixed atrial fibrillation (af), so the additional v lead was necessary. No additional adverse patient effects were reported.